Event description:
At completion of epidural block, as physician pulling catheter out of pt's back, catheter frayed and broke, leaving a piece of metal in pt's lower spine. Confirmed by x-ray. Piece of metal not removed at this time. Physician informed pt that she may have to have it removed at some future time.